Event description:
The complainant alleged during an attempt to defibrillate a (age unknown) patient, the device blanked out when the clinician attempted to charge the device to 200 joules. The complainant indicated the clinician was able to obtain another device to treat the pt. The complainant also indicated that there was no adverse effect to the pt as a result of the reported malfunction.